Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer received a replacement device. Review of the device activity log indicated that the electrode pads were not attached to the device when the device was powered off in non-rescue mode. This resulted in the device prompting a "unit failed" on the next power up session. Our labeling indicates that the electrode pads must be connected at all times. Reports of this nature are not considered to meet our requirements for submission of a medwatch report. Analysis of reports of this type has not identified an increase in trend.